Manufacturer narrative:
No failure could be identified as a result of the investigation. Correction: product corrected to be tampax tampons compak pearl super non-deodorant.

Event description:
Consumer contacted via e-mail and stated that the tampons split in two at the time of insertion. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampons split in two at the time of insertion. No injury was reported.

Event description:
Consumer contacted via e-mail and stated that the tampons split in two at the time of insertion. No injury was reported.

Manufacturer narrative:
01-sep-2020 product investigation results: no failure could be identified as a result of the investigation.